Event description:
As reported, approximately 1 year, 4 months post successful tf tavr the patient presented with moderate to severe pvl with normal valve function. An echo performed 10 months later confirmed moderate to severe pvl. Medical records were received. Cardiac MRI, from approximately 2 years, 4 months post implant, showed the valve appeared to be well seated with normal leaflet movement. Moderate to severe pvl was visualized near the right coronary cusp with eccentric jet directed at the anterior mitral valve leaflet. The jet measured 0.34cm in diameter. Ejection fraction was 57%. The decision was made to explant the valve and replace it with a surgical valve.

Manufacturer narrative:
B.3, b.5, and d.6b with new information received. Corrected h.6 health effect - impact code.

Manufacturer narrative:
Corrected b.7.

Event description:
As reported, approximately 2 years, 6 months post successful tf tavr the patient has presented with ai, mainly pvl, of the valve. The has not decided yet if they will explant the valve and implant a surgical valve or possibly perform a valve in valve procedure.

Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product deficiency contributed to this adverse event. With the limited information provided, the exact cause of the worsening pvl is unknown but may be related to the mechanisms above. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.